Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the cadiere forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of "tip broke off" to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.719" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of the broken instrument grips-tips is typically due to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log showed the cadiere forceps instrument (part#: 471049-07 / lot#: n10201027-0017) was last used on 03-mar-2021 during this reported procedure with system sk1100. The cadiere forceps instrument has 18 allotted uses and 7 uses remaining.